Event description:
It was reported by a call from the registered nurse in the cath lab that the intra-aortic balloon (iab) kit was opened and the stylet was missing, nevertheless the iab was prepped prior to use. The md inserted a sheath and then the iab. When the iab was in place, the md found that the membrane did not fully inflate. As a result, the iab was removed and another iab was inserted without difficulty. The second iab was used with the same pump.

Manufacturer narrative:
Sample will not be returned for eval. Follow-up report will be filed if additional info becomes available.